Event description:
It was reported the patient experienced a headache post-trial procedure. Physician performed a blood patch on (B)(6) 2024. Patient's headache had subsided and is reporting relief of the chronic nerve pain.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.